Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(4) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to yank the clip to remove it from the mucosa. Even after doing this, the clip still did not release from the catheter. They performed an open and close test prior to using the clip, and no problems were found. They attempted to squeeze the handle hard, pull up on handle to push off of catheter but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.